Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5105206. Product family: scs-ipg-r-MRI: upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 352541.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration and high impedances despite reprogramming. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post-operatively. Explanted devices will not be returned.